Manufacturer narrative:
The partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst commented that there were three sets of setscrew marks on the is-1 pin. Two sets of setscrew marks on the is-1 pin were too proximal and one set was in the correct position. It cannot be determine when, but at some time, the lead was not fully inserted into the device.

Event description:
It was further reported that the lead was explanted from the patient.

Event description:
It was reported that the left ventricular lead triggered an alert for high impedance. Several days later, the lead also exhibited high thresholds. The lead was confirmed by fluroscopy to be fracture at the clavicle. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224trk ICD: implanted: 2012-(B)(6). (B)(4)